Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an oesophagogastroduodenoscopy (ogd) procedure performed on (B)(6) 2021. During the procedure, the second to last of the bands were twisted and shot before the fifth band. Additionally, the device and scope were taken out from the patient, and it was noticed that the last band was disappeared. The procedure was completed with a different device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.